Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event and date of implant are estimated. UDI#: the UDI is unknown because the part number and lot number was not provided. (B)(4). The device was not returned for analysis. The pre-dilatation sizing table located in the supera instruction for use (IFU) lists a recommended minimum inflated balloon diameter of greater than 5.7 mm for a 5.0 mm supera stent. It is likely that inadequate pre-dilatation of the vessel contributed to the reported difficulties. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. It was determined that the reported difficulties were user related. A conclusive cause for the reported restenosis could not be determined. Restenosis is listed in the IFU, adverse effects section as a potential adverse effect of peripheral percutaneous intervention. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure, after review of the films, it was observed that the supera stent implant had elongated. Pre-dilatation was performed with a 5 mm balloon catheter. Sometime post-procedure it was observed that restenosis had occurred. No additional information was provided.